Event description:
The reporter indicated, that the surgeon implanted, a 12.6mm vicm5_12.6 implantable collamer lens of diopter -12.0, into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a shorter length lens, due to excessive vault. This resolved the problem. The reporter did not give a cause for this event.

Manufacturer narrative:
Claim# (B)(4).